Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00124 on 25-may-2023. Additional information (31-aug-2023): siemens evaluated the information provided, including the actions performed by the customer service engineer (cse). The atellica im 1600 analyzer was monitored and operated as specified post-service repair. Siemens identified no product problem and completed the investigation. The analyzer is operating as expected. No further evaluation was required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.

Event description:
The customer noted a divergence of results for several tests on the atellica im 1600 analyzer at 09:00 a.m. The customer noted that maintenance and qc (quality controls) were processed and were within the laboratory's quality specifications at 07:00 a.m. At 08:35, the analyzer stopped due to blocked cuvettes, however, the analyzer returned to operation at 08:51 a.m. After fixing the problem. The customer noted that the processed samples showed inconsistent results and were reported and questioned by the physician(s). The customer used the same samples to perform repeat testing on an alternate atellica im analyzer. The customer was confident that the repeat results were correct, with qc results and the patient's clinical history. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside united states (ous) customer noted a divergence of results for several tests on the atellica im 1600 analyzer and contacted siemens. Siemens assisted the customer and noted the error log indicated signal and luminometer errors from 08:51 to 14:00 and dispatched a siemens cse (customer service engineer) to the customer site. The cse performed troubleshooting and noted the primary vacuum was outside the specified range. The cap of the secondary vacuum was broken, and the value was outside the specified range. The cse replaced primary, secondary, and tertiary caps, probe guides, pinch valve pipes, and aspiration probes 1 and 2, cleaned the sewage reservoirs, sewer pipes, washing station manifold, luminometer, and air pump, and verified the operation of the acid and base pumps, sample probe, and vacuum adjustments. Siemens is evaluating the event.